Event description:
Black crusty substance found while opening pack. Broke down entire table/trays and set up brand new prior to patient coming into room. Per call with scrub tech - there was black crusty substance found on the underside of the top rim of the irrigation basin; basin and substance not saved - scrub tech stated the substance "fell off and sort of dissolved or disappeared on my fingers when I touched it". No pictures taken or provided. Packing list not saved but most info added to event.